Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, curved opening on anterior and red particles in the gel. A visual and microscopic analysis were performed which identified a crease sharp opening on the radius side, stress marks, fold creases, and wear abrasion. Based on the device analysis, the final assessment is a sharp crease opening on the radius side assessed as a fold flaw opening.